Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty advancing the stent. Upon removal the stent appears to be damaged and had moved on the delivery device. No pt injuries or complications were reported.